Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in severly calcified left circumflex artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure the stent was found damaged while it was tracking down the lesion. There were no patient's complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in severly calcified left circumflex artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure the stent was found damaged while it was tracking down the lesion. There were no patient's complications reported. It was further reported that the shaft was bent during the procedure and not stent damage as what was previously reported. The target lesion was moderately tortuous and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 20 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. (E1) - initial reporter address 1: (B)(6). (B5) describe event or problem: previously reported as stent damage updated to shaft kinked.

Manufacturer narrative:
Device is a combination product. (E1) - initial reporter address 1: (B)(6). (E1) - initial reporter city: (B)(6). Correction: (b5) describe event or problem: previously reported as stent damage updated to shaft kinked.

Event description:
It was reported that stent damage occurred. The target lesion was located in severly calcified left circumflex artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure the stent was found damaged while it was tracking down the lesion. There were no patient's complications reported. It was further reported that the shaft was bent during the procedure and not stent damage as what was previously reported. The target lesion was moderately tortuous and the procedure was completed with another of the same device.